Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received operational and in good condition. The device was functioning within specification. A review of the device logs revealed a uf volume that meets the iipv (increased intra-peritoneal volume) criteria. The cause for the iipv found in the logs was determined to be insufficient drain, one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Event description:
During evaluation, an additional issue of an increased intraperitoneal volume (iipv) event was found in the patient event logs: occurrence date (B)(6) 2011 with ultrafiltration (uf) volume of 971 milliliters (ml) during cycle 4. This drain volume meets baxter's iipv criteria. There was patient involvement, but no patient injury or medical intervention was reported.